Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse cleaned the crem module reagent lines, replaced the reagent syringe and module lamp but the issue was not resolved. The fse then replaced the crem module, verified the system performance and the system was resumed. The event was isolated to the crem assay. The manufacturer reference number for this event is (B)(4).

Event description:
The dxc 800 pro generated one false low crem result of 0.36 mg/dl and it was reported outside of the lab. The customer reran this patient sample on another instrument and amended the result to 1.38 mg/dl. There was no impact to patient treatment. The nurse questioned the result and contacted the customer. The customer provided data for four previously run patient samples and confirmed no erroneous results were generated. Only one patient result, described above, is affected.